Event description:
A consumer reports that two months following intraocular lens (iol) implant surgery, he experienced blurred double vision. The pt underwent yag treatment for pco (date not provided).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 06/21/2007. Add'l info was requested and received.